Event description:
It was reported that the patient presented at clinic for an implantable cardioverter defibrillator (ICD) implant procedure. During the connection of the device to the patient's left ventricular (lv) lead and right ventricular (rv) lead, it was discovered that both leads exhibited high impedance and inadequate capture thresholds. Consequently, the initial ICD was not implanted, and the procedure was successfully completed using an alternate device on (B)(6) 2025. The patient was then discharged.

Event description:
It was reported that the patient presented at clinic for an implantable cardioverter defibrillator (ICD) implant procedure. During the connection of the device to the patient's left ventricular (lv) lead and right ventricular (rv) lead, it was discovered that both leads exhibited impedance problems and inadequate capture thresholds. Consequently, the initial ICD was not implanted and the procedure was successfully completed using an alternate device on (B)(6) 2025. The patient was then discharged.